Event description:
It was reported that the user experienced persistent hyperglycemia while the pump was reading high and not working, switched to backup therapy with subcutaneous insulin injections, and was advised to turn off the ilet so the dexcom g7 could be paired to a backup pump; the device problem and component involvement could not be determined due to insufficient information, and no alarms were reported. Symptoms included hyperglycemia, nausea, and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.